Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 8 years 7-month post-implantation of a 26mm xt valve in the aortic position, the patient has developed severe bioprosthetic aortic valve stenosis which was confirmed by transthoracic echocardiogram (tte). The tte showed that the patient had a peak velocity of 4.06m/s, a mean gradient of 38mmhg, a dimensionless index of 0.22, and an aortic valve area of 0.6cm2. There was also mild to moderate central regurgitation. The patient had a successful valve-in-valve (viv) (26mm s3u in xt) in the aortic position via the left tf approach, and there was no regurgitation. The patient was discharged on post-operative day (pod) 2 with a good result.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The valve model name was incorrect on the initial submission. The 26mm sapien valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The following instructions for use (IFU) were reviewed: ascendra balloon catheter with sapien valve, IFU. Based on this review, no IFU/training deficiencies were identified. The complaint for valve degeneration was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets resulting in regurgitation. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Additionally, it was noted that the patient had a history of diabetes mellitus and thyroid disease. It is well known that patients with diabetes mellitus (dm) may increase the risk for valve calcification leading to valve degeneration. Thyroid disease can raise the calcium level in the bloodstream, which can also accelerate valve calcification resulting in valve degeneration. In this case, available information suggests that patient factors (diabetes mellitus, thyroid disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Please note that the valve model name reported in the previous submission event problem was listed correctly. The valve model name is a sapien valve.